Event description:
It was reported that customer experienced minimum fill notification and was unable to complete tubing fill after loading cartridge, despite having sufficient usable insulin and not receiving cartridge change error notification. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area, attempted to reload same cartridge without success, then successfully loaded new cartridge with guidance from technical support and resumed insulin delivery.